Manufacturer narrative:
Follow-up # 1 date of submission 10/21/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/09/2013 with the following findings: there was visible moisture behind the display lens which caused the upper left corner of the display lens appear blurry. During testing, the pump powered on and the display screen was found to be dim/faded and discolored. The pump case was opened and moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (display issue) issue. The reporter alleged that the top left area of the display screen was blurry. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.